Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting discordant sars/flu result with another rapid antigen test. Customer states that positive results were received on 3 patients in the early summer but negative on another brand of rapid antigen test. Customer did not have further information on the specific analyte that was positive or information on symptomatic status of patients. Report 1 of 3 patient results.